Event description:
It was reported, the atrial lead had dislodged years ago. It was capped and replaced now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.